Event description:
The customer reported that the camera was irising down. And causing an issue with the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep troubleshot and tested the system, but could not duplicate the malfunction.